Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right atrial (ra) lead was found to exhibit high impedance and high capture threshold upon multiple attempts of re-positioning. The ra lead was removed and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture and high pacing impedance were not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection, x-ray examination and electrical testing of the lead found no anomalies with the exception of damages consistent with procedural damage. No other anomalies were seen.